Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-23048. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited noise. The leads were both explanted and replaced. The patient was in stable condition.